Event description:
The customer reported an error code starting with b was displayed possibly b60 rather than b360, temporarily it did not improve even with other connections during therapeutic, however after changing the connection orientation and reconnecting, the error disappeared and the operation could be resumed. The procedure was a therapeutic hysterectomy involving an olympus camera head, which was completed with the same device there was no patient injury reported.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.